Event description:
Phlebotomists reported that needles were becoming dislodged from the holder when inserting a blood collection tube, resulting in a free needle being in the patient (arm, hand, etc.) Venipuncture site. As a result, the blood could not be collected. The needle had to be removed and the process needed to be repeated resulting in another venipuncture for the patient.